Event description:
A customer reported obtaining imprecise sequential readings on their precision xtra meter. The customer reported they obtained readings of 39 mg/dl and 304 mg/dl within a 10-minute timeframe an hour later. When plotted on a parkes error grid the results fell in the "c" zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The complaint was not confirmed an no new issues were observed, all results were within range specifications.